Event description:
The customer reported to olympus, that when operating the air/water supply button on the evis lucera gastrointestinal videoscope there was no water and weak air supply. The issue was found during pre-use inspection. Inspection and testing of the returned device found that there was a foreign object in the nozzle attributed to insufficient cleaning. There was no report of delay or harm to the patient or user. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of water and air supply issues was confirmed. The device evaluation found that there was a foreign object in the nozzle. Additional evaluation findings were as follows: due to adhesive peeling on bending section cover, insulation resistance value at distal end did not meet the standard value, the adhesive on the bending section cover had a chip, due to wear of the angle wire, the bending angle in the up direction and the play of up/down (u/d) did not meet the standard value, due to deformation of u/d knob, water tightness was lost and had corrosion, due to clogging of the nozzle, the air supply volume and the water removal ability did not meet the standard value, the air/water-cylinder had corrosion, switch had wear, the suction cylinder was shaved, the lens guide lens had a crack, the connecting tube had discoloration, the electrical connector had discoloration due to water leakage, the insertion tube had buckles and coating peel-off as well as buckles on the protector insertion section. The following parts had scratches: u/d knob, free-engage knob, lock engagement lever, plastic distal end cover, connecting tube, image guide protector, right/left knob, scope connector cover unit, universal cord, protector of universal cord on both the scope connector side and on control section side, switch box, grip, control unit, scop connector, and scope connector cover. Additional information obtained identifies the product was cleaned, disinfected, and sterilized before it was sent to olympus. The customer did not know what the foreign material was but though possible towel fibers. There was no delay/time lag between the end of clinical use and the start of pre-cleaning. The customer did flush the air/water nozzle with air. There were no abnormalities in the accessories used for reprocessing. The customer wiped/brushed the air/water nozzle with a clean lint-free cloth, brushes or sponge. The customer flushed the air/water nozzle/channel with detergent solution. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 10 years since the subject device was manufactured. The foreign material could not be identified. Based on the results of the legal manufacturer's investigation, a conclusive root cause of the event "foreign material clogged in the nozzle" could not be determined. The following information is stated in the IFU (instructions for use) which may help to prevent the issue: operation manual: chapter 3 preparation and inspection of the endoscope, and 3.6 inspection of the endoscopic system¿ describes the following warning. Inspection of the endoscope: 9. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion tube for abnormal swelling, bulges, dents or other irregularities. Inspection of the objective lens cleaning function: while covering the spray valve hole with your finger, depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. While keeping the spray valve hole covered, depress the valve till the first stop position (till the 1st step) and confirm that emission of water spray is observed in the entire endoscopic image. Olympus will continue to monitor field performance for this device.